Manufacturer narrative:
One photo of the product issue was submitted by the customer. Evaluation of the photo received indicates that the distal male luer connector separated from the infusion set assembly. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation it was determined that the root cause for the separation issue was a malfunction with the solvent dispenser. The bushing used during the production of the infusion set were replaced and the process was updated to increase the sampling of the male luer-tube bonding to ensure the proper bonding in future production. A device history record review for model 2420-0007 lot number 25063003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: customer has identified two malfunctions in our alaris tubing. They are very concerned as there have been several reports in the cancer center and infusion clinic with chemo drugs. With the infusion set the following lot number was identified: affected product: bc alaris pump infusion set, ref 2420-0007, lot #25063003, sku: (B)(4).